Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on the main pcb.

Event description:
It was reported that the patient was unable to be power on the merlin.net transmitter. Power loss via the outlet was verified. Transmitter was planned to be replaced.